Manufacturer narrative:
This case is part of CAPA (B)(4) events identified as possible complaint related to device re-intervention. No further event details were provided and device was not available for investigation. This case is being reported to FDA in a conservative way, and no possible investigation will be performed at this time.

Event description:
Based on CAPA (B)(4) investigation: this event refers to annuloflex mitral annuloplasty ring af-836 implanted on (B)(6) 2015 in mitral position. It was explanted and replaced with a carbomedics standard prosthetic mitral heart valve m7-027 on (B)(6) 2016. No further event details were provided and device was not available for evaluation.